Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's husband called to inform that the patient was hospitalized due to high values and the malfunction of the pump. There is no information regarding what type of malfunction occurred. Patient was stabilized with insulin injections given at the hospital. Patient was discharged. A request was made for the return of the device.